Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Trial patient called back in and stated that she thinks she cannot urinate due to the stimulation. We lowered it down from 1.5-1.3 and advised to call back the next day if she was still having this issue. The patient was referred to health care provider.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.